Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The actual date when the medical event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture of the meter is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's wife reported that on an unspecified date/time customer's adc blood glucose meter would not turn on with button press or with test strip insertion. Caller further reported customer experienced a seizure while he was sleeping and caller was unable to awaken him so she called the paramedics. Customer was transported to a hospital where "it took 12 hours to regulate his blood sugar". It is unknown what specific treatment was rendered as caller declined to provide any additional information. There was no report of death or permanent injury associated with this event.